Event description:
A locking plate implanted approximately one year ago during revision surgery for a segmental femur fracture broke post-operatively. Plate was implanted with 5 screws above and 5 screws below the fracture site and surgeon noted partial union. Pt was reportedly non-compliant. Broken plate was removed in 2004.